Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on 2016-08-31 from a consumer regarding a patient who was receiving baclofen at an unknown concentration at a dose of 626 mcg/day via an implantable pump for multiple sclerosis and intractable spasticity. It was reported that the patient had a pump replacement on (B)(6) 2016 due to expected longevity of the pump. The next day ((B)(6) 2016) the patient went through ¿severe drug withdrawal¿ and had a grand mal seizure as well. It was noted that the health care professionals (hcp) could not give them an explanation as to why that happened. The reporter mentioned the "calibration could be different." It was indicated that the hcp suggested to increase the pump until the patient was comfortable and that the catheter and pump are fine and working. The reporter expressed that she didn't understand why they need to increase it if that amount was fine before. She asked if they should be concerned the pump wasn't working but reported that they had not heard an alarm. No interventions were mentioned and the patient's current status was indicated as the situation was being addressed by the hcp. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.